Event description:
During a coronary stent procedure of a rca lesion, the stent dislodged. After deployment of another manufacturer's stent a dissection proximal to the stent was noted. The express2 was being used to repair the dissection, however, the physician was unable to cross the lesion. The physician elected to retract the delivery/stent device back to the guide catheter and encountered some resistance. Upon removal it was noted that the stent had dislodged. The physician was unable to locate the stent and it remains in the pt. Another stent was used to repair the dissection. Pt status is listed "okay".